Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex (lcx). A 3.00 x 24 mm synergy was first deployed in the mid left anterior descending artery (lad) followed by a 3.50 x 28 mm synergy megatron in the proximal to mid lad. A 2.50 x 28 mm synergy xd was then deployed and post-dilated in the mid to distal lcx and a proximal edge flow-limiting dissection was observed. To cover the edge dissection, a 2.50 x 16 mm synergy was deployed proximally. The procedure was completed and the patient fully recovered and was stable.

Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex (lcx). A 3.00 x 24 mm synergy was first deployed in the mid left anterior descending artery (lad) followed by a 3.50 x 28 mm synergy megatron in the proximal to mid lad. A 2.50 x 28 mm synergy xd was then deployed and post-dilated in the mid to distal lcx and a proximal edge flow-limiting dissection was observed. To cover the edge dissection, a 2.50 x 16 mm synergy was deployed proximally. The procedure was completed and the patient fully recovered and was stable. It was further reported that the lcx lesion was 90% stenosed, severely tortuous and severely calcified. The lesion was predilated with a 2.00 x 10 mm semi-compliant balloon. The 2.50 x 28 mm synergy xd was deployed at 11 atm and post dilated with a 2.50 x 12 mm non-compliant balloon.

Manufacturer narrative:
E1 initial reporter address: (B)(6).